Manufacturer narrative:
The biomedical engineer reported that the g9 monitor along with the bsm-1733a (B)(4) had fluctuating spo2. They stated this was for room ir15 and the spo2 was fluctuating and not staying at a constant number. They had a 3rd party spo2 hooked up the patient while they had the nihon kohden spo2 hooked up, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical is going onsite this week, and ts asked that they look into this issue of spo2 fluctuating. The facility also provided the logs from this event. Waiting for clinical to go onsite to assess this issue. No patient harm or injury occurred from this event. Attempt #1: (B)(6) 2021 , emailed customer via (B)(6) for all items under the no information section. The customer responded that this information was not available. Additional device information: concomitant medical products: the following device(s) were being used in conjunction with the csm: bedside monitor: model: bsm-1733a, sn: (B)(4). Device manufacturer date: 07/17/2020, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer reported that the g9 monitor along with the bsm-1733a (B)(4) had fluctuating spo2. They stated this was for room ir15 and the spo2 was fluctuating and not staying at a constant number. They had a 3rd party spo2 hooked up the patient while they had the nihon kohden spo2 hooked up, and the nk numbers were fluctuating around, while the 3rd party monitor stayed constant. Nka clinical is going onsite this week, and ts asked that they look into this issue of spo2 fluctuating. The facility also provided the logs from this event. Waiting for clinical to go onsite to assess this issue. No patient harm or injury occurred from this event.